Manufacturer narrative:
(B)(4). K060361. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "dr. Was doing an l5-s1 pars repair. Had pedicle screw in at 5 and hook in at s1. Was final tightening and the blocker broke on the hook. He was not anywhere close to 12nm yet when broke."